Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. Xtw (lot: 40417r1074) was chosen for implantation. During deployment, the clip opened during the first establishment of final arm angle (efaa) from 15 degrees to 120 degrees. Troubleshooting was performed but did not resolve the issue. The clip was removed and a replacement was used to complete the procedure. The procedure ended with one mitraclip implanted and mr reduced to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.